Event description:
The locking screw broke apart inside the hinge during the tightening procedure. This is 1 of 1 report for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation report of the provided instrument shows that the locking bolt broke off. The exact cause for this reported problem is undetermined. The breakage is indicative of the retainer bolt being twisted beyond its anchor which led to being broken when an attempt was made to rescrew, or the locking screw broke because it was overtightened. A documentation review confirmed compliance with specifications. Product defect was not found. A review of the device history record did not show conditions that could have contributed to the reported event.